Event description:
It was later reported that the event was discovered during the clinical trial.

Event description:
It was reported that a catheter occlusion was suspected. It was indicated that a surgical operation was required as a result of the event. The device system delivered baclofen.

Manufacturer narrative:
Correction: information received reported that the event occurred during the trial and therefore an infusion pump was not implanted at the time of the event. (B)(4).

Manufacturer narrative:
(B)(4).